Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation of leadless implantable pulse generator (ipg) high impedance was reported. It was also reported that when the ipg was removed a blood clot was observed on the tip. It was also reported that when the ipg was deployed the inner lumen of the delivery system became kinked. The ipg and delivery system were removed and the procedure was completed with a new ipg and delivery system. No patient complications have been reported as a result of this event.